Event description:
Customer was hospitalized for high blood glucose levels. Customer changed the infusion set on the day prior to being hospitalized. Customer was able to go to work the next day, but high blood glucose began to rise at work. Customer was unable to troubleshoot at time of call. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.